Manufacturer narrative:
This event occurred in (B)(4).

Manufacturer narrative:
The ph electrode, calibrator scon electrode, and reference electrode were returned for investigation. The ph electrode was tested. The results were within specification and showed no inaccuracy. The reference electrode could not be tested because it was contaminated by crystallization of the reference solution. The housing of the reference electrode was removed and it was noted the interior was very dirty, no leaks were identified. It was determined the reference electrode had exceeded the allowed time on the analyzer by 18 months. Calibration and quality control results were within range around the time of the event. A thorough of the quality control data showed several failed quality control measurements in the two weeks prior. A thorough follow up of the quality control issues by the customer would have very likely identified the defective electrode.

Manufacturer narrative:
This supplemental report is to correct the device name of the initial medwatch. The device was originally reported as a b211. The correct device name is b221.

Manufacturer narrative:
Medwatch (manufacturing site) and (common device name) were updated.

Manufacturer narrative:
Updated section g1 to correct the manufacturing site. Upon further investigation, it was determined the manufacturer guaranteed in-use life time for reference electrodes is 52 weeks. When reference electrodes are used far beyond the in-use lifetime, kcl solution, which is used within the electrode, may slowly seep out of the electrode. This leakage is caused by the aging glue and shrinking membrane within the electrode. This issue may result in biased, erroneous results for the ph and sodium (na) parameters. The other ion parameters are not affected. A revision of the software is planned, indicating a "maintenance reminder" for the reference electrode change. The reference manual will be updated. The customers will be provided the workaround on finding the information regarding the maintenance of the reference electrodes.

Event description:
The customer alleged they received questionable ph results on their b211 analyzer. The customer stated they often noticed high ph results on patient samples. The customer provided data for three patients, one of which had discrepant results. The customer stated all the ph measurements were performed directly on the ward by a nurse. The specific date of this event was requested but not provided. The patient's initial ph result was 7.552. The repeat result was 7.39. This patient was not treated due to the discrepant result. One patient was treated the hydrochloric acid, but no patients were harmed by this event. The ph electrode lot number and expiration date were not provided.